Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy procedure, there were issues with the clip or clip cartridge. The clip cartridge was not able to be loaded properly on the handle. The clip was not able to disengage from the cartridge. The clip was not able to form correctly. The inner and outer parts of the clip did not separate. They used a new package to complete the case. There was no patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: there were issues with the clip or clip cartridge. The clip cartridge was not able to be loaded properly on the handle. The clip was not able to disengage from the cartridge. The clip was not able to form correctly. The inner and outer parts of the clip did not separate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of both cartridges noted both tracks were disengaged in the cartridges. Since the clinical instrument was not received a pmv representative instrument was used for functional testing. Functionally; the clip tracks were reset in the cartridges and remained in position. The cartridges were loaded into the pmv instrument and were applied to the test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of disengaged clip track condition may occur during improper handling of the cartridge during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.